Manufacturer narrative:
No prod returning for eval. Should new info become available, a supplemental form will be submitted.

Event description:
It was reported that the customer experienced fluctuating blood glucose levels. Reportedly, the customer makes adjustments to the pumps' basal setting without guidance from her health care professional.